Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 14 l dialyzer. Reportedly, during treatment, a blood leak was found at the cap of dialyzer. No other patient information is available. There was no patient injury and no medical intervention as a result of the blood leak.